Event description:
It was reported that during a total gastrectomy procedure, the device was used for the jejunum. After the anastomosis, it could not be released. Although it was released forcefully by moving it back and forth, bleeding was found at the anastomosis site. The washer was punched out and the staples were formed into the b-shape, however, the ring tissue was incomplete. Add'l suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.